Manufacturer narrative:
Two torque wrench handles (product code: 2770-40-510, lot number(s): unknown) were not returned to the complaints handling unit. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Without the return of the device in question we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Manufacturer narrative:
Two torque wrench handles (product code: 2770-40-510, lot numbers: e1004, e0602) were returned to the complaints handling unit. The torque wrenches appeared to be heavily used. The handle from e0602 can only be set to its 60 in*lb and 80 in*lb setting while the handle from lot e1004 remains stuck at its 60 in*lb setting. Torque testing of both instruments found that they are both exerting more torque than intended to the degree that they are well beyond their upper limits. The torque wrenches were subsequently sent for disassembly. The interior of the ratcheting mechanisms for both torque wrenches feature some form of rust. The most telling observation was that the lubricant inside both of the devices had dried to a sandy, powdery consistency in the e0602 torque wrench and a flakey, cake-like consistency in the e1004 torque wrench. A combination of age (>10 years for both devices) and lack of maintenance to prevent rusting and dried lubrication may have resulted in the high amount of torque exerted by both of these torque wrenches. The age and lack of maintenance may have also caused the torque setting portions of the handles to become limited to specific ranges. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the torque wrenches becoming seized cannot positively be determined from the sample and the information provided. A potential root cause may be rust and damage in combination with the advanced age of the instruments, resulting in the torque wrench seizing. It should be indicated that work instruction ((B)(4)) was incorporated on may 6th, 2013 which provides definition of the refurbishment process and minor component replacement process which depuy spine instruments shall follow. Specifically, torque wrenches which have a current 12-month date etched on the handle to indicate the date of the required maintenance. Since these torque wrenches have been in the field for greater than 10 years, they does not fall within the threshold of depuy¿s refurbishment process per wi-5220 revision l.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Expedium torques are stripped. May be due to incorrect calibration of handles.